Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage right ventricular (rv) lead exhibited high thresholds and a small possible perforation was suspected by the physician. At the time, it was decided not to reposition the rv lead and pace at a high output. The day following implant, the device was interrogated and it was noted there was loss of capture observed at every other beat with the low voltage his lead connected to the left ventricular (lv) lead port of the device and the rv lead. The outputs were increased at time of interrogation and capture management was turned off. It was noted via chest x-ray that the his lead had dislodged. The his lead was removed and the lv port was plugged and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.